Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate unicel dxc 600i system and access 2 immunoassay system produced results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance.